Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: did the event occur during one or multiple patient procedures? 1. What is the total number of procedures? 1. Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). Na. If this event occurred in multiple procedures, please create a product complaint for each event and provide the respective reference number(s). Na. Events reported via: 2210968-2022-06902.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2022 and suture was used. Before use on the patient, the needle broke. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/4/2022 h6 component code: g07002 no device problem found. A manufacturing record evaluation was performed for the finished device batch sabdlb, eh7470e and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch rlbcxb , (B)(6) and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch sabdcr, eh7470e and no non-conformances were identified. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection and functional test evaluation were conducted on the returned device. Visual analysis of the returned sample determined that eleven packets that pertains to the product code eh7470e/lot sabdcr were returned to ethicon for analysis with the packaging closed. Upon initial inspection, of the samples, no external damages were observed on the packets. No product for lot rlbcxb was returned. In order to evaluate the conditions of the returned samples, the eleven packets were opened, and no defects were detected. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand to detect any issue related to damaged or breakage suture and no defects were observed during the evaluation. A functional test was performed using instron equipment and the tensile strength force was above the minimum requirement. The event described could not be confirmed as the device performed without any defect noted. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Additional h3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection and functional test evaluation were conducted on the returned device. Visual analysis of the returned sample determined that fourteen packets that pertain to the product code eh7470e, lot sabdlb were returned to ethicon for analysis with the packaging closed. Upon initial inspection, of the samples, no external damages were observed on the packets. No product for lot rlbcxb was returned. As per the sampling plan, a visual inspection was performed on thirteen samples, and no defects were found on the packages. The samples were opened, and the swage and attachment area was noted to be as expected. The sutures were dispensed without problems and examined along the strand and no defects, damage, or suture breakage were noted. A functional test was performed using instron equipment and the tensile strength force was above the minimum requirement. The event described could not be confirmed as the device performed without any defect noted. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related reports: 2210968-2022-06902. Product complaint # (B)(4). Date sent to the FDA: 11/4/2022 corrected information: d4, h4 - the actual device batch number associated with this event is not known. The possible batch numbers are reported as follows: batch sabdlb mfg. Date - jan/24/2022 exp. Date - dec/ 31/2026 batch rlbcxb mfg. Date - 10/14/2021 exp. Date - 9/30/2026 batch sabdcr mfg. Date - 10/14/2021 exp. Date - 9/30/2026 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/18/2022. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. A device has been received for product eh7470, lot sabdlb, however it has not yet been evaluated. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. The following information was requested: our analysis lab received the wrong product with reference to this complaint, the following product was received: product code: eh7470. Product lot #: sabdlb. 1. Could you please clarify if wrong device belongs to this complaint? 2. If not, could you please clarify if the wrong received product belongs to a different complaint? If so, can you please provide the complaint number. 3. If the device was not reported before, please provide more details of device malfunction. 4. If the product doesn¿t belong to any complaint, please let us know so we can discard it or advise if the product is required to be returned. 5. If you have the correct complaint product in your possession, please forward the product to ethicon as soon as possible. If you have already sent the product to ethicon, please reply to ethwcqcom@its.jnj.com with the ups, dhl or fedex tracker number. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Reported events: 2210968-2022-06903 and 2210968-2022-06902.